Manufacturer narrative:
The device is expected to be returned. Once the device is received an investigation will be performed and a supplemental report will be submitted at the conclusion of the investigation. This is the second of two complaints for the same patient, related MDR numbers: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when using the guided drill mount to remove an implant, it adhered to the implant. The drill adhered to the implant due to it being faulty. No other issues reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results no DHR results as no lot number was provided. Stock product reviewed results: no stock product review results as no lot number was provided. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a glidewell ht implant ø5.0 x 11.5 mm (70-1189-imp0016) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). The mount was attached to the implant. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing when using the mount during the implant removal which caused the mount and implant to be cold-welded together. Additionally, it is unclear the methods of implant removal used during the procedure and the torque value. Corrective action: no corrective action is warranted at this time since the root cause was inconclusive. The manufacturer internal reference number is: (B)(4).